Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not functioning. Troubleshooting and reprogramming was performed which resulted in some oversensing. The lead remained in service at the time of the initial clinical observations. Nearly three years later, a revision procedure was performed to remove the patient's competitive right ventricular (rv) lead. During the extraction process, this lv lead was also removed from service due to concern over damage during the explant procedure. No additional adverse patient effects were reported.